Event description:
On (B)(6) 2022, an amazon customer commented that the product was negative. This is because the reporter had all the covid symptoms, but the 2 tests he/she took were negative. He/she went to the local drug store and got another brand of at home test and it immediately showed as positive. Then the reporter took another one of these tests and the positive line popped, but it was so faint that he/she had to use a flashlight to barely make it out. This test is dangerously inaccurate and difficult to read. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).